Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the proximal left anterior descending artery. After a non-bsc guide catheter was engaged and a 0.014*180 cm non-bsc guide wire crossed the lesion, predilation was performed with a 2.50 x 10 mm non-bsc balloon catheter. A 24 x 3.50 mm promus premier¿ drug-eluting stent was advanced and implanted in the lesion and a 3.50 x 10 mm non-bsc balloon catheter post dilated the lesion at 20 atmospheres. However, during the procedure, the flow stopped and the patient died on the table.